Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01197.

Event description:
The patient was undergoing a thrombectomy procedure in the common iliac artery using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician experienced resistance during an attempt to advance the first cat6 over a guidewire and through a non-penumbra sheath. It was also reported that the cat6 would not advance completely through the sheath. Subsequently, it was found that the cat6 had become "crushed" and kinked. The cat6 was then removed and was no longer used in the procedure. The physician insisted on continuing to use the existing sheath and the sheath was subsequently dilated and a second cat6 was advanced. Upon advancement of the second cat6, the physician experienced resistance and the same issue occurred. This cat6 was also removed and was no longer used in the procedure. The procedure was completed using a new sheath and a new cat6. There was no report of an adverse effect to the patient.